Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that an unexpected reset occurred. Customer's blood glucose ranged from 150 mg/dl to 191 mg/dl. Reportedly, the customer reloaded the cartridge onto the pump and continued to use the pump for insulin therapy.